Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the ok and contrast keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 01/20/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/03/2017 with the following findings: visual inspection revealed that the keypad cover was intact. All keypad buttons responded normally to button presses. The complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed the following: the keypad cover was removed and there was evidence of contamination found under all button contacts; the display was dim and discolored; the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.